Event description:
It was reported the pt had a hip revision, stem, head removal, cup and poly still in pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00368.